Manufacturer narrative:
The device was received for evaluation without a pouch and an evaluation is complete. A visual inspection was performed with the naked eye. Functional underwater pressure testing was performed on the returned sample connected to a transfer set with no issues noted. Sample analysis did not identify nonconforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette would not connect to a minicap transfer set. The luer connectors of both did not fit each other. This event was observed during set-up. The patient exchanged the cassette and the connection problem was resolved. There is no allegation to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.